Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision. Patient's ipg was inoperable and was replaced on (B)(6) 2020. Patient did not stop charging their ipg, it just became inoperable. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.